Event description:
This case was reported by a consumer (wife of deceased pt) and described the occurrence of fall in a (B)(6) male pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included living in a nursing home. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced paralysis of his left leg that progressed slowly. The pt also had arm paralysis. The pt's physician felt that the pt was having a series of ministrokes. As a result of the paralysis, the pt had fallen while in the nursing home. The pt used super poligrip ten or more times per day (device misuse). In 2008, the pt died from cancer and pneumonia. The reporter said the cancer and pneumonia were not related to use of super poligrip while the events of fall, leg and arm paralysis and ministroke were related to use of super poligrip.

Manufacturer narrative:
It is unk whether an autopsy was performed. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).